Event description:
The customer reported not observing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue independently by changing the infusion set and cartridge and successfully resumed insulin delivery.